Event description:
It was reported that on the second day of the npwt utilizing a pico, it was confirmed that an air leakage occurred. The dressing was exchanged, however the problem was not solved. The treatment was continued with a back-up device. There was no patient harm, not delay in treatment.

Manufacturer narrative:
Our investigation into this complaint has now concluded. A complaint history review has been carried out there are no other complaints with this lot and batch number combination reported for this complaint. A device history record review was carried out for the lot number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. The returned pump was evaluated to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. The device was attached to the diagnostics equipment and this confirmed that the pump had reached its 7 day expiry due to being in use for this period of time. No other errors were detected. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. The 7 day timer is activated as soon as the batteries are inserted. As stated in the IFU [?]after 7 days of therapy the pump will automatically cease functioning' smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.